Manufacturer narrative:
The insulin pump had a completely broken off reservoir tube lip noted during testing. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and shifted end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a crack on the reservoir compartment. The customer's blood glucose was 6.9 mmol/l at the time of incident. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.